Event description:
It was reported that the patient experienced a massive upper gastrointestinal bleed on (B)(6) 2024. They were admitted from (B)(6) 2024. They required a red cell concentrate blood transfusion and received between 4 and 8 units over 24 hours. The patient's prothrombin times (international normalized ratio) was 1.8 international units (iu), their activated partial thromboplastin time (aptt) was 38 seconds, and their platelet count was 6.3 ×104/l. They were treated with warfarin for anticoagulant therapy at the time. The patient would then receive repeat admissions for transfusions. They had a history of lesions or disease at the site of the bleeding, which prompted the development of the bleeding in the gastric antrum.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 20jun2024 the patient had an upper endoscopy done for diagnostic testing. An ablation was also performed on (B)(6) 2024 due to vascular dilation of the anterior pylorus wall of the upper body, in addition to observed oozing. An upper endoscopy was performed again and hemostasis was confirmed on (B)(6) 2024.

Manufacturer narrative:
Section h6 - investigation conclusions: corrected. No further information was provided. The manufacturer is closing the file on this event.